Event description:
It was reported to resmed that a CPAP pt suffering from als (amyotrophic lateral sclerosis) passed away.

Manufacturer narrative:
On 05-nov-2010, the husband (B)(6) of the deceased CPAP pt contacted resmed to report a complaint regarding the vpap iii st - a user manual not having adequate info to describe how to 'bleed' oxygen into the vpap unit. Mr (B)(6) stated that his wife was being transported to the hospital while on vpap. The use of oxygen has been evaluated by the resmed medical affairs dept. They concluded that the initial prescription and set up of oxygen should be limited to a professional clinician and as such, instructions for this are in the vpap st a clinical manual, not the user manual. It is not recommended to allow a pt to set up supplemental oxygen without a trained clinician. Oxygen must be carefully prescribed, introduced and monitored by a clinician. Therefore, this info is not suitable to be included in the user manual.